Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom catheter encountered resistance with a coil. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 4mm and a 2mm neck diameter located on the left ic-pc. It was noted the patient's blood flow was normal and vessel tortuosity was no abnormalities. It was reported that after inserting the applicable product into the guided phenom 17 and performing two resheathing maneuvers (with full insertion achieved), it was retrieved again for further adjustment, at which point resistance was felt during retraction at approximately 2 cm of retrieval. Re-insertion was possible at that time; however, during another resheathing attempt, resistance was again felt at the same location. Although further resheathing was required, this was judged to pose a risk, and the product was therefore retrieved. There was coil resistance within the sheath of the microcatheter. There was resistance at the center and the distal section. No damage was observed on the catheter or the coil system during the process. Devices were prepared as indicated in the package insert. No patient complications were associated with this event. Additional information was received reporting that the vessel tortuosity was normal. Additional information was received. There was resistance at both distal and middle. A continuous saline flush was administered and maintained as indicated in the IFU. During preparation, the introducer sheath held vertically when the implant coil was pulled back inside during hydration. The cause of the event was not determined.